Manufacturer narrative:
Due to character limit in e1, initial reporter full name: (B)(6). Full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had unspecified malfunction. No patient was involved.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: g4. A getinge field service engineer (fse) found system failure and fault log 61. Fse checked the system fault with continuous whistle at power on. Troubleshooting carried out at our laboratory, front end board replacement, calibration of all pressure transducers, diagnostic and functional tests, repair completed. Function tests performed with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had fault code 61 and system failure alarm. No patient was involved.